Event description:
Event also reported as an equipment event: capturing dose omission of tpa in this report for medication event review. A (B)(6) y/o female presented to the ed as stroke alert red. Pt was deemed candidate for tpa therapy. Tpa was prepared by pharmacy. Bolus dose of 6.5 mg was given over 1 min at 2120 by pharmacist on call. Upon initiation of tpa infusion, pump was programmed by ed pharmacist and double- checked by pharmacist on call for accuracy. There were no alarms wounding throughout the time that tpa should have been infusing (from 2121-2221). At the one hour mark (2221), the pump alarmed and the vtbi read zero; however, the rn noticed there was still a lot of fluid in the vial and alerted the ed pharmacists. The info programmed in the pump was still reviewed and was correct including the amount that should've been infused, infusion rate, and put weight. Pharmacy called neurology resident to let him know there had been a pump malfunction and to ask if the neurology attending wanted the remaining tpa to be infused on a new pump. At this time (-2230), pt was out of the window to receive tpa (at 5 hour mark at this point) and neurology attending did not wish to restart the tpa infusion. The vial was taken down by pharmacy. The vial tubing, and pump were further inspected by two ed pharmacists and myself. (B)(6) has pictures of the pump info entered correctly on her phone and the tagged pump is being kept in the ed pharmacist office for further inspection. To determine how much tpa was infused, the remaining volume was pulled from tubing and vial. When (B)(6) attached a syringe to the tubing, she was unable to pull any fluid from the line even though the vent was open. There were no kinks, and the roller clamp was open. When the vial / tubing were hung to gravity, all of the fluid came out. Unfortunately, the amount of drug remaining was the entire infusion (59 mg or 59 ml) and therefore pt did not receive any of the tpa infusion. I have edited the scm note and marked the medication as not given on the mar (of note, pt did receive the bolus dose given at 2120). Presented to (B)(6) on (B)(6) 2019 as a stroke alert for lower extremity weakness. The pt stated that she was last known to be normal arounds 1730 on (B)(6) 2019 when she had the sudden onset of inability to ambulate. FDA safety report ID# (B)(4).